Manufacturer narrative:
The technician found a bent pin in the communication cable. The pin was straightened by the technician to resolve the issue.

Event description:
The technician alleged the bed has no nurse call function. No pt impact.